Manufacturer narrative:
H6: the ventilator was further evaluated by ventec where the reported issues of its blower not functioning properly, resulting in no ventilation output, as well as it being unable to maintain peep (positive end expiratory pressure) and having low exhaled tidal volume (vte) levels were all confirmed. Ventec replaced the blower and internal flow transducer (ift) to resolve the reported issues. Proper device operation was then confirmed through functional and performance testing. The investigation determined that the cause of the reported issues was the blower and ift.

Event description:
It was reported that the device needed service. Upon evaluation of the device, ventec observed that its blower was not functioning properly, resulting in no ventilation output. In addition, ventec observed that the ventilator was unable to maintain peep (positive end expiratory pressure) and that its exhaled tidal volume (vte) levels were low. There were no reports of patient involvement associated with the reported event.